Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 20 atms on the second inflation. (The number of atms reached on the initial inflation was 18 atms). The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a terumo guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a velocity stent. The quantum maverick monorail 15/3.75 mm balloon was removed and replaced with a quantum maverick monorail 15/3.75 balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.